Event description:
Fuze intramedullary nail has broken.

Manufacturer narrative:
Vilex received notification from account mgr on 03/30/2015 that a fuze nail has broken. The device was implanted on (B)(6) 2015. The breakage was discovered on (B)(6) 2015 during a follow up visit. The surgeon indicated there has been no harm to the pt due to the breakage, pt was unaware of the breakage. Pt had not experienced any pain or discomfort. The surgeon feels there is no need to remove the implant. Vilex's quality dept examined products from the same lot and determined that they were all within specifications. The breakage of this device did not cause or contribute to the death or serious injury of the pt in any form. At this time, it is unclear as to the cause of the breakage. Vilex is performing a detailed CAPA investigation to analyze the complaint to determine if any trends are present or if any corrective or preventive actions are to be taken. If more info should become available, a supplemental report will be filed.